Manufacturer narrative:
The reported event was confirmed via visual inspection of the returned sensor where it was found that the end cap was separated from the rest of the sensor. However, the end cap itself was not returned. As per the case information, the hcp had confirmed that all sensor pieces were successfully removed from the patient.the root cause of fracture of sensor during removal is potentially excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". This incident does not require any further investigation. B4.date of this report 10 july 2024. G3.date received by the manufacturer? 08 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4310.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On may 27, 2024, senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024. According to hcp, the end cap of the sensor got loose from the sensor. All pieces of the sensor was removed from the patient completely and were kept for return. The customer had no further complications at the time of the event.